Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) would not lock. The locking mechanism was adjusted to lock the unit, but the facility requested evaluation to ensure the device is correctly adjusted. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the device. Unit received required replacement of worn parts. The shock cushion was worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion and ¼ inch pin were worn. The adjustment wrench has worn threads. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2008).